Event description:
This lead was dislodged. Lead had retracted, with the distal end in the region of the right atrium. Port-a-cath projecting over the right chest, tip at cavoatrial junction. ICD type device seen projecting over left mid-chest and appears to have rotated to some degree when compared to post-placement film (B)(6) 2018. Lead programmed off in response to a problem with the mechanical or electrical integrity of the lead. Lead remains implanted.

Manufacturer narrative:
This device was explanted and replaced on (B)(6) 2019, but has not been returned for analysis yet.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the leads lumen, which can be considered to be the root cause of the clinical observation. Subsequent analysis revealed the presence of residuals of body fluids in the lumen of the lead. These residuals were most likely introduced into the lumen of the lead by means of stylets used during the mentioned lead revision and affected the fixation mechanism. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.